Manufacturer narrative:
The reported event of no capture, oversensing and right ventricle wave amplitude variation was not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Event description:
During a follow-up, there was a decrease in sensing and right ventricular (rv) oversensing episodes with a loss of capture on the rv channel. During the replacement procedure, there was no visual damage or dislodgement of the rv lead. The rv lead was explanted and replaced and the patient was stable.